Event description:
The customer reported that no images were being displayed on the monitors. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was replaced. The system was tested and found to be working as intended and put back into service.